Event description:
It was reported the tct75 was used during a sub-total gastrectomy. It was reported by the affiliate that the firing knob would not move. So the surgeon could not fire the instrument. There was no consequence to the patient. 03/12/1998 additional info from affiliate. Surgeon used another device to finish the case.